Event description:
A malfunction alarm described as "malf 0" was reported. There was no reported adverse impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to contact support if the issue reappeared.